Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The broken gauge and device operating differently than expected were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a radial artery access approach during a procedure of the heavily calcified, 100% stenosed, distal left anterior descending coronary artery, after pre-dilatation with an unspecified balloon dilatation catheter, the indeflator gauge could not read zero but read higher/above and the balloon could not be deflated. The device was removed and replaced and the operation was successfully continued. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.